Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported over the phone that the device will shut off without receiving a replace battery alarm. The customer states that this has happened numerous times with this insulin pump. The customer's blood glucose at time of incident is unknown. The customer was advised that the device would be replaced. The insulin pump was returned.